Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon 10 microcatheter ruptured. The patient was undergoing an embolization for treatment of an aneurysm. The accessed vessel was the right femoral artery. It was noted the patient's vessel tortuosity normal. It was reported that the echelon 10 microcatheter tip was ruptured. During the aneurysm embolization procedure, the echelon 10 microcatheter ruptured during the raising process. No harm was caused to the patient. It was reported catheter puncture (guidewire/stylet) occurred. The damaged location was in the distal section. There was no friction or difficulty during insertion of the guidewire/stylet. Aside from puncture, here was no other damage to the catheter. There was no kink or damage on the guidewire/pushwire/stylet. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis of (B)(4), lot#0228061942 as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within an unsealed plastic biohazard pouch. The unknown guidewire used during the event visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal ~3.0cm of the echelon-10 appears to have been shaped. Shaping/coating damage was observed at this location. The distal tip and distal marker band appears to be flattened. A puncture/pinhole was found proximal to the distal marker band. The inner liner was found damaged. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~156.2cm and the usable length was measured to be ~1 47.8cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water did not exit the distal end as it was found occluded. An in-house guidewire was inserted into the echelon-10 micro catheter hub, through the micro catheter and became stuck at ~21.0cm from the proximal end. What appears to be dried contrast was found at this location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ was confirmed. In addition to the puncture, the distal micro catheter was found with severe shaping damaged. It is possible the damages occurred due to using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to the catheter cooling following tip shaping. Resistance was found within the micro catheter due to dried contrast, however, it is unclear when the contrast had solidified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the catheter rupture was not determined.